Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the hydraulic stabilization system defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4). Corrected data: date received by manufacturer.

Manufacturer narrative:
The broken foot was replaced for repair purpose. It has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the maintenance the medtech field service engineer noticed that one feet of the hydraulic stabilization system was broken.